Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending. A 3.75 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.